Manufacturer narrative:
Device will not be returned for investigation. Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.

Event description:
Study (B)(4): relaxation of material with cut-out.